Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump's screen was frozen, she replaced battery and same error again. The customer¿s blood glucose was unknown. Customer pump new battery and it would not came on. The insulin pump will not be returned for analysis.